Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter stated that the pump felt hot to the touch and noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a visual inspection of the pump showed evidence of moisture ingress behind the display screen. The pump was able to power on to the display screen; however, there were no vibratory alarms. The pump¿s history could not be downloaded. The pump was able to load and prime a test cartridge with no battery alarms or overheating. The current draws were found to be high. The pump¿s cover was removed, and evidence of moisture corrosion was found on the internal circuit board. Unrelated to the complaint, the display screen was dim and discolored. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.